Event description:
Voluntary medwatch no. (B)(4). It was reported that tip detachment occurred.the target lesion was located in the mid right coronary artery (rca). A 182cm (5pk) choice guide wire was advanced to the lesion. It was noted on x-ray that the distal tip of the wire had broken off inside the patient. The tip was retrieved by trapping it with a unspecified angioplasty balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).